Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The sheath of the subject device was severed. The loop was caught in between the hook and the coil sheath. The tube sheath of the subject device was deformed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The type of the event is most likely related to the operator's technique. Based on the evaluation and the similar cases in the past, it was known that the failure of releasing the loop might be caused by catching the loop in between the hook and the coil sheath after releasing the loop in the tube sheath for unspecified reason. The deformation of the tube sheath might be caused by excessive stress while withdrawing the subject device from the scope and reprocessing. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During a colorectal polypectomy, the doctor ligated the polyp with the subject device. Then the doctor attempted to release the loop of the subject device, but the loop could not be released. Therefore, the doctor severed the sheath of the subject device and just withdrew the endoscope. After that, the doctor inserted the endoscope again and cut the loop of the subject device with the loop cutter. The fragment was retrieved. No patient injury was reported.